Event description:
It was reported that during the pulse field ablation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that faradrive sheath was advanced into the left atrium (la) over the wire. When aspirating bubbles kept appearing and physician asked to replace sheath. Excessive bubbles seen in the side port when aspirating. Continues aspirating bubbles after aspirating almost 60 ml of fluid. The procedure was completed successfully by using a different device (same model, boston scientific product). A pressure bag used for irrigation. No patient complications have been reported. The product is not expected to be returned as it was contaminated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.